Event description:
It was reported while using relion insulin syringe 3/10ml 29g x 8mm one needle hub separated from the device. There was no report of patient impact. The following information was provided by the initial reporter: material no. 328512 batch no. 1102423. Relion consumer reported, when she removed the needle shield, needle hub separated. 1 syringe affected. Lot: 1102423. Catalog: 328512.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-feb-2022. H.6. Investigation: customer returned a single 0.3ml, 31 gauge, 8mm syringe from lot 1102423. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch # 1102423 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. There was one (1) notification noted for cracked hubs. Based on the sample received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported while using relion insulin syringe 3/10ml 29g x 8mm one needle hub separated from the device. There was no report of patient impact. The following information was provided by the initial reporter: material no. 328512. Batch no. 1102423. Relion consumer reported, when she removed the needle shield, needle hub separated. 1 syringe affected. Lot: 1102423. Catalog: 328512.

Manufacturer narrative:
Date of event is unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.